Event description:
On (B)(6) 2016 the reporter contacted lifescan alleging that the patient's onetouch verio iq meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter alleged that the product issue began on (B)(6). The reporter alleged that the patient obtained a blood glucose reading of 134mg/dl on the subject meter and 104mg/dl on an unknown meter, obtained within 30 minutes of each other. The reporter also alleged that the patient obtained a blood glucose reading of 122mg/dl on the subject meter and 98mg/dl on an unknown meter, obtained within 30 minutes of each other. The patient manages their diabetes with pills, diet and exercise. The reporter stated that, an unknown time before the product issue began, the patient developed symptoms of "heart racing, felt low, sweaty, shaky, could not think or focus". The reporter stated that the patient self-treated these symptoms with food/drink. Based on statistical methodology, the reported blood glucose readings fall within lifescan's criteria for accuracy. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia while using the subject meter.